Event description:
A biomedical engineer reported that a system message was received and there was no phaco during a procedure. The system and handpiece was exchanged to complete the procedure. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).